Event description:
It was reported that an occlusion alarm occurred, but the specific alarm number could not be verified in the pump history. Customer¿s blood glucose (bg) level was 530 mg/dl. A manual insulin injection was administered to address bg level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin therapy.